Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 28 mmol/l. Customer reported being prescribed steroid medication. Troubleshooting found the drive support cap appeared to be normal. No leaks were present on the insulin pump. Customer also stated insulin was seen exiting from the tubing during a manual prime. It was found the customer's insulin pump failed a high pressure test during troubleshooting. The customer stated they were able to lower their blood glucose to 12.2 mmol/l. The customer declined to return the insulin pump for analysis.